Event description:
It was reported that the customer had normal blood glucose levels of 95 mg/dl. The mother of the customer reported a button error alarm from the insulin pump that could not be cleared. The mother of the customer also reported that the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. (B)(4).